Event description:
It was reported that the tech could not flush the 3.5x38 mm esprit btk delivery system during prep. No patient was involved. The tech did not see heparinized saline coming out of the monorail port during prep. The tech removed the stylet from the delivery system and attached the syringe to the yellow cover (sheath covers scaffold). The tech tried to flush, but the fluid was not seen exiting. When that did not work, then they removed the sheath and tried to flush, but it still did not flush. They used another esprit btk to complete the procedure and that one flushed properly. Analysis of the returned device identified a break on the support/skive/wire/bayonet 5.6 cm distal to the outer member to hypotube seal but remained in the inflation lumen of the outer member. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device, which identified that the support/skive/wire/bayonet was separated 5.6cm distal to the outer member to hypotube seal. The reported difficulty flushing the device was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the esprit btk everolimus eluting resorbably scaffold system instruction for use lists the dual layer sheath removal to be performed prior to the guide wire lumen flush. In this case, the initial difficulty appears to be related to the incorrect prep; however, the difficulty continued after the sheath/stylet removal. It is unknown if the instruction for use (IFU) deviation related to incorrect stent preparation caused the reported event. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - incorrect prep.